Event description:
The customer reported the suction "was not working properly" during a cataract with intraocular lens (iol) implant procedure. There was a significant delay in the procedure, but no harm to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).